Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb), gui light emitting diode (led), breath delivery (bd) pcb. When powered on the ventilator then generated an inoperable diagnostic message. The se replaced the inspiratory flow module pcb. The se was unable to complete the repair. The ventilator has been returned to the manufacturer for evaluation. At this time, no conclusion can be drawn. The evaluation of the device has not been concluded.

Event description:
It was reported that, a 980 ventilator had an unresponsive touchscreen and a blank display. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). This medwatch report was submitted in error. The issue reported occurred during a pre-delivery inspection prior to the ventilator's release for distribution.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.